Manufacturer narrative:
Integra has completed their internal investigation on 01/03/2017. The device is not available for investigation, the complaint is unverifiable, the cause of the discrepancy of icp values between the camino flex catheter and the external transducer after some hours of correct function could not be determined. No lot number nor serial number was provided, and the device will not be returned, no device history records review can be performed. The review of integra complaint tracking database since 2013 reveals a 0.2% rate of verified complaints for camino flex catheter inaccurate values. This review does not conclude to a negative trend for verified complaints. Conclusion: the device is not available for investigation, the complaint is unverifiable, the cause of the discrepancy of icp values between the camino flex catheter and the external transducer after some hours of correct function could not be determined.

Event description:
A (B)(6) male patient had a vtun camino flex tunneled ventricular catheter implanted (date was unknown) for an internal head bleed. The catheter was in place and seemed to be working fine in the first few hours after placement. Then on (B)(6) 2016 the vtun flex catheter started reading 10 points off from the external ventricular drain (evd) transducer. The medical staff then used the ventricular aspect only. The patient's outcome was rehab (rehabilitation). The user facility was concerned about the big difference in what the camino flex was reading versus the evd transducer. There was no patient injury or medical intervention / revision required. The event did not cause a delay in surgery. The lot# of the catheter was not known.